Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for e. Coli. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA), using non-olympus neodisher medizym. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the suction channel, the air/water channel, and the auxiliary channel of the device. In the evaluation of (B)(4), the following was confirmed, lg lens discolored distal end cap damaged. Bending section rubber peel off. Connecting part of bending section and insertion tube scratched. S-body/ grip unit and s-cover was worn out. Air/water cylinder deposit. Vent valve assembly and condition corrosion. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, omsc surmised that the cause of germs detection as follows, however, it is difficult to specify. User¿s cds process possibly differed from the process by sbc. Contamination possibly occurred at microbiological testing. Reprocessing possibly insufficient due to the device defects. If additional information becomes available, this report will be supplemented.